Manufacturer narrative:
The insulin pump was received with frozen display due to faulty connector on interface board. After replacing faulty connector it was monitored and no alarms noted or blank display noted. The insulin pump was received with cracked case at display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump was dropped and then alarmed program alarm anomaly. The patient's blood glucose at the time of incident is unknown. The customer also mentioned that the alarm did not clear by pressing act and esc. The screen became frozen. Troubleshooting was initiated for the frozen display. The insulin pump time was stuck on 5:43. A self test could not be performed as the device would not turn on. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.